Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level. Bg value not provided. Reportedly, the customer lost consciousness due to bg. Emergency medical services (ems) was contacted and provided intravenous (IV) of fluids and "possibly other medications" to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.